Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This is an initial final submission. Reportable malfunction found at investigation completion. Reported issue: on (B)(6) 2019, it was reported that the device needed alignment and lubrication.. The customer returned a skin graft mesher device, serial number, (B)(4), for evaluation. The customer also returned a 4:1 ratio cutter, serial number (B)(4), a 1:5:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4), for evaluation. Device evaluations results/investigation findings: product review of the skin graft mesher by zimmer biomet on 28 august 2019 revealed that the roller, comb, side plates, shoulder bolts, and ratchet parts were damaged on the device. The pretest could not be performed due to the damaged parts. Repair of the skin graft mesher was performed by zimmer biomet which included replacement of the damaged parts. Skin graft mesher, serial number, (B)(4), was then tested and functioned properly. Probable cause/root cause: although the reported event was confirmed during inspection of the device, it cannot be determined from the information provided what caused the damage to the unit. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the device needed alignment and lubrication and was sent for preventative maintenance. Upon investigation completion the comb was found to be damaged, making this a reportable malfunction. No adverse events were reported as a result of this malfunction. No additional event information available.